Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 5 and 24 hours. The patient's blood glucose levels rose to 14.5 mmol/l (261 mg/dl) and noted the site was painful, red, bleeding, swollen and purulent discharge was coming from the site. The patient visited the emergency room where the medical team cleaned the infection, drained the purulent discharge and prescribed flucloxacillin antibiotics for treatment. The medical team circled the infection to watch if it spread and the infection did not spread further. The patient was released home after four hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.